Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened tray without cap but with one needle attached. A crack is observed at the 3mm luer lock level.

Event description:
A healthcare professional was prepping a syringe of juvederm volbella xc and the syringe ¿leaked.¿ they reported that they went to use it and ¿over half of the product leaked out.¿ they tried to twist it tighter and it ¿cracked.¿ healthcare professional stated they ¿poked¿ the patient and nothing was happening and when they attempted to ¿twist it,¿ it is when they noticed that product was ¿leaking at the hub.¿ patient contact was made. The packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
A healthcare professional was prepping a syringe of juvéderm volbella® xc and the syringe ¿leaked.¿ they reported that they went to use it and ¿over half of the product leaked out.¿ they tried to twist it tighter and it ¿cracked.¿ healthcare professional stated they ¿poked¿ the patient and nothing was happening and when they attempted to ¿twist it,¿ it is when they noticed that product was ¿leaking at the hub.¿ patient contact was made. The packaged needle was used.